Event description:
A physician reported receiving an error message while interrogating a patient's device stating current could not be delivered. Diagnostics were performed on the patient's device and impedance was found to be high. It was noted that this was high impedance and indicative of a lead fracture. The patient's device was disabled and the patient was referred for surgery. It was noted that the patient was feeling tingling at the check and neck sites. A full revision surgery was performed. No device has been received to date. No further relevant information has been received to date.

Event description:
Product analysis was completed for the returned products. Generator analysis found no performance or any other type of adverse conditions with the generator. Various electrical loads were attached to the generator and results demonstrated that accurate resistance measurements were obtained in all instances. The device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the generator's output signal and demonstrated that the device provided the expected level of current for the entire monitoring period. Diagnostics were as expected and the generator performed according to functional specifications. The lead assembly was returned in one portion, without the electrodes and tie downs. Setscrew marks were observed on the marked and unmarked connector pins, providing evidence of good electrical and mechanical connection between conductive surfaces of both the generator and connector pin. Dried remnants of what appear to have once been body fluids were found inside the inner and outer silicone tubes. Abraded openings were observed along the tubing. The continuity measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins. During the visual analysis the marked connector pin quadfilar coil appeared to be broken. Incisions were made to allow for continuity checks, and coil breaks were confirmed. Scanning electron microscopy was performed and identified the area on three of the broken coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and pitting on one. With the exception of the observed abraded openings and discontinuity the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Note that since the electrode array section was not returned, an evaluation and resulting commentary cannot be made on that portion of the lead. No additional relevant information was received to date.

Event description:
The generator and lead were returned for analysis. Analysis has not been completed to date. No further relevant information has been received to date.